Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove and irregular texture not slippery enough appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, mildly tortuous de novo left anterior descending artery. The 014 versaturn f guide wire was advanced to the target lesion. Resistance was met with the anatomy during advancement and retrieval of the guide wire. Per the physician, the texture of the guide wire was not as slippery. A new unspecified non-abbott guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.